Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that the transducer protector was on and tight, treatment was started, and the protector popped off spilling blood. Upon follow up, the nurse stated that pressure built up and the transducer protector popped off during the beginning of treatment on (B)(6) 2026. The 2008t that was in use did not alarm at the time. A fresenius dialyzer was in use at the time of the event. There was no external leaking visually observed. The nurse confirmed there were no issues during priming. The combiset did not have damage noted at all prior to use. The patient had 10% blood loss that was not returned. The nurse confirmed there was no patient injury and no medical intervention was required as a result of the reported event. The patient did not complete treatment and did not develop any symptoms as a result. There were no changes or disruptions in pressure that could have caused the issue. The nurse declined to provide patient information. The nurse reported that the actual sample was discarded and not available to be returned for physical analysis. The nurse could not confirm if a companion sample was available since the stock fluctuates so much.